Event description:
It was reported that they couldn't get the controller to work today. Patient said they finally got the controller out of MRI mode, but now the stimulation wouldn't turn off. Patient said the stimulation was going pretty strong, but patient couldn't lay down with the stimulation on because it would increase the stimulation and zap them and hurts when they lay down. Patient said they need to turn stim off otherwise they won't be able to sleep. Patient also said they had tried resetting many times and when they press the top white button, they see the stim on/off option, but then nothing happens because the controller can't find the device. Patient tried to unlock the controller, but got no device found. Agent had patient reset controller and after reset, patient still saw no device found. Agent had patient plug in recharger and patient was able to connect to the implant and turn stimulation off. Controller was not connecting to ins unless rtm was plugged in. Controller battery 40%, implant 100%. A request was sent to the repair department to replace the controller. Agent reviewed patient could use controller with recharger in the meantime.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.